Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a sensor glucose reading of 58 mg/dl when the customer's actual blood glucose level was 133 mg/dl. The customer performed troubleshooting and was advised that such differences between the sensor glucose and blood glucose were not within acceptable ranges. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.